Event description:
On (B)(6) 2025, the user attempted to pair a freestyle libre 3+ continuous glucose monitor (cgm) sensor but experienced ongoing pairing issues. During this time, blood glucose (bg) dropped to 53 mg/dl, treated with orange juice, and later rose to 225 mg/dl. Troubleshooting steps did not resolve the pairing problem, and the user was advised to contact abbott if the sensor failed. The user's lowest blood glucose (bg) recorded was 53 mg/dl. Bg was corrected by staying on the ilet insulin therapy. No symptoms or medical intervention were reported during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.